Event description:
The customer called and reported the insulin pump alarmed to indicate a compromised force sensor system, while customer was filling the tubing during a set change. Customer's blood glucose was 300 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.